Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level ranged from 300-400 mg/dl with ketones. At the time of the call, the customer's bg level was 425 mg/dl. Customer indicated manual humalog injections would be administered to address bg level.